Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose around 400 mg/dl at the time of incident. Troubleshooting was done. The insulin did exit during prime. The customer was advised to reconnect tubing to quick release and perform fixed prime. The customer stated that the insulin did no exit. The customer was advised that the infusion set might be occluded. The insulin pump will not be returned for analysis.